Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified anterior tibial artery. The 2.5x20mmx150cm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion without issue. However, during the first inflation to 4 atmospheres, the balloon ruptured. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection was performed and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.